Event description:
It was that during a mitral valve repair the tip of the needle broke after two passes through the heart muscle. The size of he fragment is approximately 2 mm and it was handled by a forceps. X-rays were used to located the fragment, and it was removed with the aspirator. There was a one hour delay in surgery. No adverse consequence to the patient was reported.